Manufacturer narrative:
Device evaluated by manufacturer: visual analysis revealed stretching and a fracture located 2cm from the hub. Inspection of the remainder of the device, apart from the observed damage, revealed no other damage or irregularities. Device analysis determined the condition of the returned device was consistent with the reported information.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use. Upon preparation, it was noted that the middle part of the microcatheter was fractured when taken out after opening the package and flushing it with normal saline. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.

Event description:
It was reported that the microcatheter was fractured. A 135/10 renegade hi-flo kit was selected for use. Upon preparation, it was noted that the middle part of the microcatheter was fractured when taken out after opening the package and flushing it with normal saline. The procedure was completed with another of the same device. There were no complications reported and the patient is stable.